Event description:
(B)(6) 2022, this patient underwent endovascular treatment of a zone 10 common iliac artery (cia) pseudoaneurysm and was implanted with a gore® excluder® aaa iliac extender endoprosthesis. The patient tolerated the procedure. On or about (B)(6) 2022, the patient presented with fever symptoms and the physician determined a suspected infection of the gore® excluder® aaa iliac extender endoprosthesis. On (B)(6) 2022, the physician reported that the patient underwent explant of the device and infection was confirmed. The physician did not believe the infection was pre-existing prior to implant. The patient tolerated the procedure.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: infection (e. G., aneurysm, device or access sites), conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.